Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: during visual inspection, it was observed that the cartridge compartment was cracked right of the bumper pad. It was also observed that the cartridge compartment was chipped. There was one battery compartment crack seen below the bumper pad. There was no damage observed to the cartridge cap.